Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the investigation has shown that the tip of the present shaft is broken as complained. The instrument was analysed for conformance to print specifications, as well as the device history records were researched. No abnormal findings were identified. The broken surface is homogenous what indicates material conformity to the specification as well. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances and we have to assume, that a short time overloading (torsional stress) associated with an unintended bending moment led to the breakage. Please note: this is a spare part which can be easily replaced during maintenance. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR 03.613.004 lot 7503746 released 1/2/14, tecomet kenosha manufactured the inner shaft for extraction screwdriver, p/n 03.613.004 and lot 7503746, for po (B)(4). The supplier¿s c of c (dated 12/13/13) indicates that the parts were manufactured to revision c and met all required specifications. The parts were inspected and conformed to synthes incoming final inspection sheet (B)(4), revision f (completed (B)(4) 2013). No ncrs were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery the inner shaft was damaged. There was no delay in surgery. The broken piece didn¿t cause any patient harm, not remained in the patient¿ body. This report is 1 of 1 for (B)(4).